Manufacturer narrative:
One device was received for evaluation. This device has been used in the treatment or diagnosis of a patient. The returned sample did not meet specification as received. The visual inspection found no defects. There was no patient involved. The investigation found a failure that may have caused or contributed to the reported condition. The investigation found that the five-volt direct current(dc) reference voltage measured low out of specification at 4.71 volts (lower limit of the specification is 4.8 volts). When the mono polar 2 tri-verse cut function was activated, in clinical mode, the generator would produce dual insertion warning messages in rapid succession. When the device modes were activated, in clinical mode, the mono polar 1 and mono polar 2 liquid crystal display(lcd) screen would flash from bright to dim rapidly. The investigation found the root cause to be a connectivity issue with the low voltage power supply(lvps) to radio frequency(rf) cable. The lvps to rf cable was replaced and the low voltage power supply was replaced as a preventative measure. Corrective actions have been implemented to mitigate this issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the activating ports when no accessories were attached. There was no patient involved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.